Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on information provided and without the device to analyze, a cause for the reported unintended movement (clip opening while establishing final arm angle) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 5 functional tricuspid regurgitation (tr) and a rotated heart for a triclip procedure. The first clip was implanted successfully on the septal and anterior leaflets. The second clip was places on the septal and posterior leaflets with a significant tr reduction. During pre-deployment establish final arm angle (efaa), the clip did not hold the closed position. The clip arm angle before opening was 15-20 degrees, and continuously opened to 60 degrees. Troubleshooting was performed, but the clip could not remain closed during efaa. The decision was made to remove the clip and replace it. The third clip was successfully deployed and the tr was reduced from grade 5 to 1. There were no adverse patient effects or clinically significant delay.